Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the bleeding did not stop even after the seal was deployed into the aorta. The bleeding was controlled by continuing the anastomosis as planned, and hemostasis was achieved quickly. The heartstring was loaded according to the instructions. The seal deployed as expected. The amount of blood loss is unknown. It is unknown whether the bleeding required a blood transfusion. There was no delay. There was no impact on the patient.